Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was returned with both arms broken at the middle section. It was observed that the device was fully activated, but the clip was not deployed. Microscope examination was performed with the clip assembly, and it was observed under high magnification that the broken sections of the arms showed evidence of corrosion. Dimensional examination was performed to further analyze the deployment issue, and the yoke and distal section of the bushing are within specification. Additionally, x-ray analysis was performed and no discernible defect could be seen. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations are in place to address these issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during procedure, the clip was opened, but only one clip arm opened and the other arm fell off. Reportedly, the clip arm was left in the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the clip was activated but not deployed; therefore, this is now an MDR reportable event.